Event description:
The customer reported air bubbles in the reservoir during high blood troubleshooting. Troubleshooting was done for air bubbles. Customer's blood glucose was 398 mg/dl. The customer was assisted in removing the air bubbles during the troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).